Event description:
Edwards received notification from our affiliate in (B)(6). As reported through a clinical trial, this was a case of a 26mm sapien 3 ultra valve, in the aortic position by transfemoral approach. During the procedure, significant difficulties were found while advancing the delivery system due to the small caliber of the femoral artery. It was found that the left iliac artery (puncture site) was dissected. Hemostasis was performed with a balloon and two stents were implanted. The procedure continued with minimal vascular leak and no presence of bleeding. It was later observed persistence arterial leak; blood transfusion was performed and a new stent was implanted with balloon post-dilations. The patient expired due to the vascular complication. As per medical opinion, the root cause of the event was related to the esheath in combination with the presence of a pathologic (calcified) artery.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance between system components was unable to be confirmed without the returned device or procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per event description ''during procedure, significant difficulties were found while advancing the delivery system due to the small caliber of the femoral artery. It was found that the left iliac artery (puncture site) was dissected.'' Furthermore, it was revealed that ''as per medical opinion, the root cause of the event was related to the esheath and favoured by the presence of a pathologic (calcified) artery.'' Per IFU/training manual ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.'' Patient factors such as calcification and undersized vessel diameter can create a constrained condition on the esheath preventing proper expansion and increasing resistance during delivery system advancement. As such, available information suggests that patient factors (undersized vessel, calcification) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No labeling/IFU deficiencies were identified. Therefore, no corrective or preventative action is required at this time. A product risk assessment (pra) has been previously initiated to capture the product risk assessment. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.